Event description:
It was reported that after the left ventricular assist device implant, this implantable cardioverter defibrillator (ICD) system exhibited undersensing and failure to capture on the right ventricular (rv) channel. Subsequently, the ICD system was explanted and replaced. No additional adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage located approximately 163-173 mm from the terminal end. In this case, we believe the stress was the result of lead contact with the associated device case. The reported undersensing and failure to capture is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that after the left ventricular assist device implant, this implantable cardioverter defibrillator (ICD) system exhibited undersensing and failure to capture on the right ventricular (rv) channel. Subsequently, the ICD system was explanted and replaced. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.